Event description:
A surgery center administrator reported that a pt was diagnosed with toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The pt's condition has resolved with the treatment of topical non-steroidal anti-inflammatory drops, topical fluoroquinolone drops, and topical steroid drops. The surgeon suspects the phaco handpieces to be a source of tass. This is the third of four reports.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for eval. No further info has been received, but the site has requested a visit from a company recommended consultant to assist in finding the source of tass. The root cause is unk at this time. (B)(4).